Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the left superior femoral artery (sfa). The 5.0x100mm armada 18 balloon dilatation catheter was advanced without issue. The balloon was in the cto at this time and a decision was made to remove the previously advanced unspecified wire with a 014 ht steelcore guide wire to gain better access. The steelcore guide wire met resistance with anatomy during advancement and tip became bent. Resistance was also felt with the armada balloon and might have punctured the balloon as once the wire was placed, an attempt was made to inflate the balloon; however, the balloon would only partially inflate. Therefore, both devices were removed and the balloon catheter was tested outside the patient. When inflated, saline was observed to be leaking out of the proximal shaft. The procedure continued, and was successfully completed with a new armada balloon device and new steel core wire of the same size. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported complaints appear to be related to operational context. Possible factors that may contribute to difficulty advancing a wire through a balloon catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. It was reported by the account that the guide wire might have punctured the balloon during advancement which likely resulted in the reported resistance felt during advancement and subsequently the reported leak and inflation issue as the balloon would not hold pressure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.